Manufacturer narrative:
The ge rep performed an on site investigation. The complimentary metal oxide semiconductor battery was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed complimentary metal oxide semiconductor and low battery error messages. No report of pt injury.